Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Customer states: during use, the screen reset in 30 minutes. No patient harm reported. The device as replaced. Ventilation didn't stop.

Manufacturer narrative:
The evaluation and repair of the device has been completed. The service engineer (se) verified the event and replaced the graphic user interface (gui printed circuit board (pcb), and installed the latest version of the operational software. The unit passed all testing and operated within the manufacturer specifications. If information is provided in the future, a supplemental report will be issued.